Event description:
Resident stood up out of her wheelchair. The w/c seat came up out of the groove that it snaps into. When the resident sat back down in the chair, she caught her finger in the groove. Chair seat snapped back into place and amputated a portion of the residents left index finger.